Manufacturer narrative:
Litigation alleges patient suffers from pain, discomfort and elevated ions. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain, discomfort and elevated ions.

Manufacturer narrative:
UDI: (B)(4)

Event description:
Update jun 16, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited mobility, difficulty with adl, exacerbation of depression. After review of the medical records for MDR reportability, it was stated in the clinical notes that the patient suffers pain secondary to trochanteric bursitis and hardware irritation in the trochanteric region, and numbness could be related to sciatic injury. No revision notes provided. Part and lot information were provided. This complaint was updated on: jun 28, 2017.

Event description:
Ppf metal wear. Added patient's age. Updated patient harm. Added law firm in the facility name.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 06, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address component malpositioning. Revision note stated that there was a slight metallosis in the deep capsule noted but no obvious adverse soft tissue reaction, marked deficiency of bone due to the malpositioning of the acetabular implant superior posteriorly. Added cup due to the reported malpositioning. Cobalt level was above 7 (unknown unit). This complaint was updated on: jul 26, 2017.